Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed error message user advisory (ua) 18 (max take-up revolutions exceeded) was confirmed during archive review but not during the initial functional testing. The error message ua 44 (battery voltage too low during compression) was not confirmed during archive review and initial functional testing. Error message ua 16 (timeout moving to take-up position) was noted during the initial functional testing unrelated to the reported complaint. The battery that was used in the autopulse was not returned for investigation. Archive review indicated multiple error message ua 16 (timeout moving to take-up position) and ua 18 (max take-up revolutions exceeded) on (B)(6) 2016 respectively. There were no indication of ua44 in the archive data. The platform failed the initial functional testing due to the ua 16 displaying upon retracting of the lifeband unrelated to the reported complaint. The platform did not exhibit ua18 and ua 44 error messages during the initial functional testing indicating that the ua 18 error message was cleared by the customer. Per the autopulse user guide, user advisory are designed into the platform to alert the user when one of several conditions is detected. Ua18 is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform and ua 44 is an indication that the battery is uncharged or faulty. It should be noted that no batteries were returned for evaluation. The root cause of the reported issue was due to defective load cell 1 and load cell 2. In house load cells were installed to remedy the issue. During visual inspection it was noted that the front enclosure of the platform was damaged. The autopulse platform is a reusable device and was manufactured on 03/27/2014. Therefore, this type of issue is characteristic of normal wear for the life of the device. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front cracked enclosure was replaced. The clutch plate was deburred due to a stiffness on the drive shift. The platform has passed all the final functional testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
(B)(6) fire department received a 911 call on (B)(6) 2017 for a patient that was experiencing cardiac arrest. The autopulse platform was deployed without any issues. The platform performed compression for 15 seconds then stopped and displayed error message user advisory (ua) 44 (battery voltage too low during compression) and 18 (max take-up revolutions exceeded). The customer checked the patient positioning, lifted the lifeband and restarted the platform; however, the error message persisted. The customer discontinued the use of the autopulse and performed manual CPR. No known patient consequences reported. No other information was provided.